Event description:
Boston scientific received information that high out of range impedance and pacing threshold measurements were observed. It was suspected this right ventricular (rv) lead was fractured. The decision was made to implant a new rv lead. This rv lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.